Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -11.50/+1.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports lens was implanted upside down. On (B)(6) 2022 the lens was exchanged with a same length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.